Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose. Customer was in bed last night then the blood glucose was 250 mg/dl and when the customer woke up in the morning then the blood glucose value was 450 mg/dl. Customer¿s current blood glucose value was 600 mg/dl. Customer treated with manual injection for high blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.